Event description:
The customer's family member called to report that the pt was hospitalized for low bgs. The family member indicated that the pt went into a diabetic coma two weeks ago. It was stated that the family member found the customer on the floor. The customer was sure that the reservoir was in the pump correctly but cannot remember. The reservoir door was closed properly and the functional testing passed. The customer informed that the doctor does not know why blood glucose went low. Also the customer's family member mentioned that the doctor changed the basal rates when they were at the hosp. There were no other significant findings.